Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed from an unspecified location during use of a homechoice cassette. This was observed during use of the device for peritoneal dialysis therapy. The patient would renew the setup with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.